Manufacturer narrative:
Product implicated is a 3fr catheter with guidewire. A section of catheter tubing which measures 49cm was returned for evaluation. Lot history review indicates no related component or mfg related issues and one product complaint of similar nature (also rpt'd by this customer) which was recorded as inconclusive-due to no product returned. There is a loose knot tied in the proximal end of the catheter tubing (presumably tied by the clinician to prevent migration). The remainder of the catheter tubing appears straight and smooth. Under tactile examination the tubing is severely elongated between the 24 and 38cm markings on the tubing. The kot was removed and the tubing was fitted with a blunt needle. The catheter was pressurized with a 6cc syringe and colored water by occluding the distal end of the tubing with a padded clamp. No leaks were detected. This was repeated several times while exerting pressures above 40psi and the lumen could not be made to leak. The lumen flushes and aspirates normally. This complaint is inconclusive since no defect could be found with the returned catheter tubing other than elongated which probably occurred during attempts to remove the catheter.

Event description:
The catheter had been in about 2 weeks when the patient could not flush it. Urokinase was unsuccessfully tried on the catheter, so the nurse attempted to remove it. When all but about 2" of the catheter was out, resistance was met. Heat and repositioning of the arm were tried, but the catheter would not come out. The catheter was surgically removed on 7//29/97.